Event description:
The rn for a home care patient reports two events where the tracheostomy tube was test inflated successfully and placed deflated within ten to fifteen minutes. Requiring replacement. There was no injury.